Event description:
Complainant alleged that while attempting to monitor a pt, the device would intermittently power up. Clinician indicated that they were able to successfully use the device on the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.